Event description:
It was reported that the patient experienced swelling in the left upper extremity after implant. Testing revealed a deep vein thrombosis which was related to the implant procedure. The patient received intravenous blood thinners for the clot. The system remains in use. The patient was enrolled in the attain performa clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbx1qq, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013; 4598, implantable pacing lead, (B)(6) 2013. (B)(4).